Manufacturer narrative:
Failure event observed during analysis. Final analysis found internal insulation abrasion was noted at 7.8 cm to 11.1 cm from the distal tip. The etfe coating was abraded at this location. The internal insulation abrasions were also noted on 11.4 cm to 13.1 cm, 26.4 cm to 26.6 cm, 27.9 cm to 28.2 cm from the distal tip. The etfe coating was intact at these locations. The external insulation abrasions were noted 40.3 cm to 40.5 cm and 44.0 cm to 44.1 cm from the distal tip consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.